Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the door latch errors. The device was operating out of specification. The failed upper latch switch on the upper auxiliary assembly likely contributed to the reported symptom. The upper auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump displayed a door latch error code. It was also reported that there was no pt incident.